Manufacturer narrative:
Continuation of medical devices: dtbb1d1 device, implanted: (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. In addition, the epicardial left ventricular (lv) lead exhibited a high pacing threshold since implant. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.